Event description:
Treatment of a unruptured saccular aneurysm located in the supraclinoid segment of the right ica (internal carotid artery). The patient was on dual anti-platelet therapy. On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline could not be released from the capture coil and it was removed from the patient. The procedure time was extended for 20 minutes. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).